Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had hgh blood glucose of the 443 mg/dl. Customer also stated that, the sensor was losing the signal and had unexpected re-initialization alert. Customer states the site is not actively bleeding. The sensor connected, sensor warm up it kept happening several times and blood glucose values provided were 100 mg/dl, 143 mg/dl and 400 mg/dl and treated with bolus. Customer declined troubleshooting for high blood glucose. The device is not expected to be returned for analysis.